Manufacturer narrative:
The device was evaluated at customer site by philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was defective therapy capacitor. The issue was resolved by replacement of defective therapy capacitor and the product is back in service.

Event description:
It was reported to philips that the device had insufficient discharge energy. There was no patient involvement.